Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that connecting tube had coating peeling one square millimeter (1 mm2) or more and adhesive around light guide lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: peeling of coating material was due to degradation problem and peeled of adhesive around the light guide lens was due to separation problem. However, the root cause of reported issues could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.